Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced discomfort at the cervical ipg site. Surgical intervention took place on (B)(6) 2024 during which the ipg pocket site was relocated and moved lower to address the issue.